Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches while using the device. Patient also alleged a burning smoke odor. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches and the unit has a burning/smoke/electrical odor, device has strange odor an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an black dust-like contamination (inconsistent with degraded sound abatement foam) on ui panel, unknown contaminate in the bottom enclosure, dust-like contamination on top of the blower box, and the blower motor, potential liquid spots on the bottom of the blower motor, indicating potential liquid ingress, slight black contamination, consistent with keratin, at the air outlet of the blower box, dust-like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of dust contaminant, liquid ingress, keratin and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache while using the device and burning smoke odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.